Event description:
It was reported that during a clinic visit, this implantable cardioverter defibrillator (ICD) system was interrogated and found to exhibit loss of capture (loc) and high out of range pacing impedances on the right ventricular (rv) lead. It was noted that the patient experienced inappropriate shocks due to oversensing noise. Subsequently, a replacement procedure was performed, and the physician noted that the rv lead was fractured. The physician opted to explant the ICD device and surgically abandoned the right atrial (ra) and rv leads. It was noted that the leads were competitor leads. The physician successfully implanted a new device and leads successfully. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).